Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01875. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat an upper esophageal bleed during an upper esophageal ultra sound (eus) on (B)(6), 2011. According to the complainant, during the eus procedure, the first resolution clip (manufacturer report # 3005099803-2011-01875) was advanced to the target site; however, the clip was not able to grasp tissue as the clip arms were bent. The clip was removed from the patient still attached to the delivery catheter. A second resolution clip was used and the same issue occurred. The clip arms were bent and could not grasp tissue; therefore, the clip was removed from the patient still attached to the delivery catheter. Six more clips were used to treat the bleed and they all deployed per design; however, this did not stop the bleeding. Further treatment was provided and the patient was given packed red blood cells (prbcs). This treatment, along with the six clips previously placed, completed the procedure and the patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.